Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient was hospitalized on (B)(6) 2025 due to hyperglycemia and flu. The blood glucose level was 400 mg/dl at the time of event and the patient got treated with intravenous drip. The length of hospitalization was less than 24 hours. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.